Manufacturer narrative:
Patient information updated following receipt of medwatch mw5156216.

Event description:
It was reported to philips that the monitor disabled the EKG during treatment. The device had just been placed back in service after being out for repair on the same issue. No patient harm or injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.